Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, after the procedure, a 7f exoseal vascular closure device (vcd) was used for closure and hemostasis. After withdrawal, hemostasis was not achieved, and the plug was pulled out together with the closure device. Hemostasis was achieved by manual compression. There was no reported injury to the patient. The deployer had many years of experience using exoseal. The exoseal vascular closure device (vcd) was stored and prepared according to the instructions for use (IFU). The procedure was performed using a retrograde approach. Femoral artery suitability was verified by angiography, including appropriate insertion angle and vessel diameter =5 mm. No visible calcium, plaque, stent, or significant stenosis was noted at the puncture site. A 8f non-cordis short sheath was used. No resistance or difficulty was encountered during advancement or connection of the vcd, and the device was securely locked with the catheter sheath introducer (csi). While slowly withdrawing the device at an angle of about 45°, after the pulsatile blood flow in the blood return indicator stopped, the closure device was further slowly withdrawn by about 1 cm. According to standard and normal operation, when the indicator window changed from black-white to black-black. No red color was observed during retraction. The left hand fixed the sheath and the right hand pressed the plug deployment button, which could be pressed normally. After holding for 4 seconds, the sheath and closure device were withdrawn together. The device will be returned for evaluation.